Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information, device evaluation. H10. Additional manufacturer narrative - additional information, device evaluation the marathon micro catheter was returned for analysis. The marathon was found separated at the proximal to distal catheter segment fuse joint. Approximately 25cm of the marathon distal floppy length was found separated and missing. The tubing material at the separated end exhibited plastic deformation (jagged edges, stretching, and necking). Onyx residue was present within the marathon hub. No bends or kinks were found with the marathon catheter body. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation due to onyx entrapment¿ was confirmed as the marathon was found separated. However, the cause for the ¿catheter entrapment¿ could not be determined. The tubing material at the separated end exhibited plastic deformation (jagged edges, stretching, and necking) which indicates that the marathon separated as the tensile strength of the tubing material was exceeded. It was reported the marathon distal tip was entrapped within the onyx cast causing the catheter to separate as it is likely excessive force was applied during removal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information: the patient recovered well and did not have any complications. No adverse event was reported. The amount if onyx reflux is unknown and additional information was unable to obtained.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon catheter was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. Related mdrs for this event: 2029214-2019-00441. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon catheter tip separated and was left within the anatomy. The patient underwent embolization treatment for fistula located in shunt part of occipital artery and middle meningeal artery. It was reported that during the first onyx 18 injection, the tip part of marathon broke when the marathon was removed. The broken tip part was pushed into the occipital artery with a wire, the other catheter part was removed from the patient's body. The vasculature of occipital artery was very thin, and the catheter was trapped. After the procedure, patient was administered antiplatelet drugs. There were no reports of patient injury in association with this event.